Event description:
Boston scientific received info that this acute transvenous right ventricular (rv) lead had become dislodged. This was identified during a routine f/u. During the surgical intervention that occurred to address the issue, it was noted by the surgical physician that silk sutures had been used during the initial implant, both of which broke and should not have been used with this lead.